Event description:
During a ptca treatment procedure, the maverick2 monorail 15/1.5mm balloon ruptured at 8 atms on the first inflation. The patient was asymptomatic during this event. The lesion being treated was a calcified, 99% stenotic lesion in an unspecfied coronary artery. The physician used a terumo introducer sheath for vascular access, a balance guidewire and a launcher guide catheter to cross the lesion. The maverick2 monorail balloon was removed and replaced with a ryujin balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as "good".